Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer reported there was an e102 error. To troubleshoot the device, the light source was powered off and on and then the device was working. The lamp life indicator had 3 bars and the customer stated the issue was intermittent. Tac recommended the device be sent in for repair, but the device is not expected to be returned at this time. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus there was an e102 error while using the evis exera iii xenon light source. The issue occurred at preparation for use of a diagnostic procedure. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, several non-reportable phenomena such as a damaged front panel, corrosion on the lamp door, corrosion on top cover, an old version main power switch, a worn-out socket slider switch, heavy dust on the scope socket, and a non-olympus lamp were identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the e102 error could not be identified, nor could the phenomenon be duplicated/confirmed. Olympus will continue to monitor field performance for this device.